Manufacturer narrative:
The events of alcl suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl suspected and seroma.

Event description:
Patient reported "I am suspected of bia- alcl and I am undergoing tests for it". Later patient provided documentation with report of "breast seroma". Cd30+ biomarker reported, alk results weren't provided. This record is for the right side. Device remains implanted.